Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to reset the receiver; for their smart phone and had patient confirm no extra background applications were running; bluetooth devices were connected. Dexcom representative advised patient to uninstall and re-install the g5 application, which was unsuccessful. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(4) 2016 and could confirm the reported loss of connection. No additional patient or event information is available.